Event description:
It was reported to ventec that the device was not ventilating. There was patient use reported, however, there were no reports of patient harm associated with the reported issue.

Manufacturer narrative:
H6: an authorized third party service provider will evaluate the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was not returned to ventec for an evaluation. The device was evaluated by an authorized service provider (asp) where the reported issue of it not ventilating was confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issue to be the ift.